Event description:
The customer reported that her blood glucose, carbohydrate intake and insulin history is as follows: bg (mg/dl): 424; cho (g): ate; bolus (u): meal bolus; bg (mg/dl): "high" (>500). There were no exact times, carbohydrate count or insulin dosages provided. The pod was then removed and she noticed the needle never inserted the cannula into her skin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.